Manufacturer narrative:
N/a.

Event description:
The following has been reported: issue: not detecting when on ac. Resolution: replaced power supply board. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log review would not be applicable for this type of event. "This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, a new power supply board has been installed to solve this issue. Despite several requests for part return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of this event could be linked to a defective power supply board but cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.